Event description:
It was reported via repair work order that the fowler was drifting due to malfunction fowler clutch. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the fowler was drifting due to malfunction fowler clutch. It was also reported that the motion interrupt pan screw was broken. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the motion interrupt pan screw was broken.